Event description:
After inserting the device an infection one-sided retro-synmphisis was seen. Although this was treated with antibiotic a repairing of the band was impossible and therefore the right half of the band had to be removed. In the retro-symphisis channel the band was folded. In this folding there was necrotic adipose tissue. In the sub urethral area the band was smooth, was not infected and was therefore not removed.